Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 failed to open the cubie pockets. The field service engineer checked the fuse and retractor band both were working fine. The fse found that the mother board was faulty and needed to replace the part. The fse checked the connectors and removed the debris. The fse finally replaced the drawer with legacy half height drawer to fix the issue and configured the drawer and pockets to usage. The fse verified the customer was able to inventory the device, ran the drawers in the hardware test application, and connections were checked. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.